Manufacturer narrative:
G6 and h6 codes were updated. The device was unable to be tested. If additional information is received an additional follow up MDR will be submitted.

Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no (0) other related occurrences of this issue for this product lot. A customer returned was requested. If additional information is received an additional follow up MDR will be submitted.

Event description:
The customer reported on (B)(6) 2024 that the metal lids do not fit securely on white jet routine I taped cassette no/lid, p/n 38440000, lot a34237825 which caused tissue has escaped into processor retort. There was no report of tissue loss.

Manufacturer narrative:
Submission 1419341-2024-00014 follow-up 1 was missing the awareness date in section g3/4. The correct date was 22 january 2025.